Event description:
Balloon was over-inflated and burst during pretest. While site feels the incident was related to user error. The site also feels the syringe supplied is difficult to read and too big for the balloon's capacity.